Manufacturer narrative:
Concomitant medical products: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2014, 1 explanted: (B)(6) 2014, product type: extension. (B)(4). Device evaluation: analysis of the extension found ¿the #7 connector block was twisted in the molded rubber.¿

Event description:
It was reported that when impedances were tested during the implant procedure that impedances were measured in ¿a range from 2000 to 4000 (ohms) even though no lead was introduced in the connections.¿ in contrast, it was noted that ¿normally the impedances should have been over 10000 (ohms).¿ closer examination of the extension connections found ¿one of the rings was dislodged (number 7) and this could have been the cause.¿ the impedances were reportedly ¿checked more than three times¿ which resulted in the prolongation of the surgical procedure by ¿30 minutes or more.¿ the extension was replaced as a result of the event. After the replacement of the extension, ¿the impedances were normalized¿ and were noted to have been ¿around 2000 (ohms).¿ there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report.